Event description:
A patient reported that the charging port was loose, leading to poor connectivity with the usb cord. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.